Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. It was reported that the insulin pump was physically damaged. No additional information was provided.